Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 11/7/2016 with the following findings: review of the pump¿s alarm history revealed call service alarm 052 recorded. On investigation, the pump powered on with a fully illuminated, fully functional display screen. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blank display screen issue. There was no reported adverse event associated with this complaint. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.